Event description:
It was reported that when stimulation was on it was "shutting down on him for no reason." For about the last two weeks, the device was turning off and the patient would have to turn it back on. There was no known accident or incident related to this and there was no correlated environment or position related to the device turning off. The first time it happened, the charge level was at 50%. The second time, the device charge level was at 30%. Subsequent information received reported that it seemed the device was shutting off when the charges level was at 30% (increments in quarters, so likely 25%). The patient was advised to keep a log of these events, including date, location, charge level, etc., as well as syncing first to make sure the device was actually off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient, product ID 37743, serial# (B)(4), product type programmer, patient, product ID 37092, lot# 271910001, implanted: 2011 (B)(6), product type accessory. (B)(4).

Event description:
Additional information received reported that the patient's device has not shut off since it was reprogrammed. No further information was provided.

Event description:
Further follow up information received clarified that the patient used only 4 electrodes on the lead component because it gave them the best coverage. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported stimulation was turning off. The loss of stimulation seemed to happen most often when the patient bent over; however, he had not been able to consciously re-create. The patient had followed best practice of using sync key ~ 50% of the time when he noticed that the stimulation had suddenly shut itself off and 100% of time, the patient reported that the therapy icon indicated that it was indeed off. It had shut itself off 15-18 times since august. The patient's diary noted that when the device did shut off, the device battery had a charge, the device sat right at belt level, and that the patient wore a back brace to spread the pressure on the device. Current impedance measurements were normal and were run while the patient was both upright and bent over and they were all within normal ranges. The usage was showing 51% (the patient turned the device off at night). Movement caused stimulation changes and the patient had positional changes. When he arched his back he could usually feel his stimulation. The patient did not always notice the stimulation and may have forgotten to turn it back on, and there were a couple of reports where he noted sudden loss of stimulation. No patient outcome was provided.